Event description:
My husband has als and has a trach and on a vent. He is completely paralyzed, recently I have noticed that the trach he uses does not fit the standard connectors. I typically use a onmi-flex to connect his 80xltcd shiley adult trach tube xlt cuffed to a vent. Several times in the last month- the omni flex will pop off the trach tube- without anyone touching it- and sometimes the omni-flex just does not fit. This is life threatening as my husband cannot move and is dependent on his vent for breathing.